Event description:
Clinician experienced a needlestick injury during activation of the safety shield due to incomplete locking engagement of shield. Clinician heard a click sound and thought shield was locked, only to realize it was not.

Manufacturer narrative:
Since the device involved in this event is not available for eval, it is not possible to determine if the reported event resulted from a device malfunction. In addition, no lot info was available. A review of our records indicated that there are no significant trends on this product line for this defect.